Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: (B)(4). The device was returned and the reported deployment issue was unable to be confirmed after dissolving the dried blood. Based on a visual and functional inspection of the returned product, there is no indication of a product quality issue with respect to manufacture, design, or labeling. A conclusive cause for the reported deployment issue could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the distal superficial femoral artery and proximal popliteal. The calcification was diffuse through the artery. A 6fr introducer sheath and a steelcore lt guide wire were used for access. After preparation of the lesion with a 5.0 balloon, the 4.5 x 100 6f supera stent delivery system was advanced and tracked fine. After unlocking the system lock, the thumb advancer was pushed but resistance was felt. The thumb advancer was pulled back and forth multiple times; however, the stent was not deploying. The system lock was relocked and unlocked again and the stent began to deploy (about 10 mm); however, during deployment the system kept moving back. The stent implant was not adhering to the vessel wall at all so the system lock was relocked and the whole system including the stent implant was removed from the anatomy using angiography, through the introducer sheath without issue. A 4.5 x 80 mm supera stent delivery system was used successfully to complete the case. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.